Manufacturer narrative:
Our field service engineer investigated the ventilator on site. It was found that the control cable between the user interface (monitor) and patient unit was loose/disconnected. The control cable was reconnected and functional and safety tests were performed without deviations and the ventilator was return for clinical use. A loose/disconnected control cable leads to the user interface screen turning black and no parameter values or ventilation curves are shown on the screen. It does not lead to stoppage of ventilation, the ventilator will continue to ventilate with the current set parameters, but the user may perceive the situation as stoppage of ventilation. The control cable cannot became loose by itself. Our conclusion is, that the cause of the event is attributed to the user.

Event description:
(B)(4).

Event description:
It was reported that the ventilator shut off while connected to a patient. There was no patient harm reported. (B)(4).